Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant medical products: 350cc mentor smooth round moderate profile saline breast implant, catalog # 3501655, lot # 194597. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 350cc mentor smooth round moderate profile saline breast implant and experienced postoperative right-sided breast cyst. Patient stated she noticed an indentation and flat implant. She had a mammogram and ultrasound performed with findings of a cyst directly below the right nipple that is encapsulated in thick scar tissue. The cyst is causing a deformed appearance of flattened area. The implant was determined not to be leaking at the time of the findings. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.